Event description:
Physician implanted product but cannot remove it anymore and it remained in the pt. The physician assumes that the string of the mac lock might be stuck and this would be the reason the pigtail loop can be opened, but the product can be moved for approx 2 cm only. Part still remains in pt body. The doctor wanted to remove the drainage catheter but it didn't work. He took a wire to handle the problem and open the pigtail loop. The loop was already open and the drainage was straight, but he could only remove the catheter for two centimeters. He sent the pt back home because, there was no alternative as to let the drainage in the pt.

Manufacturer narrative:
(B)(4). The customer reported the devices were discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Fourteen unused, sterile devices with the same part and lot number as the complaint device were returned for evaluation. Representative samples were functionally tested and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.

Event description:
It was reported that physicians unspecified if trained in the use of the starclose se devices attempted arteriotomy closures of unspecified vessels after an unspecified number of procedures. Reportedly, after clip deployment, hemostasis was not achieved. The method used to achieve hemostasis was not specified. There was no reported adverse pt sequela. Though requested, additional info was not provided.